Event description:
Drug/diluent: fill volume: 400 ml, flow rate: 10 ml/hr, procedure: right total knee replacement, cathplace: right femoral nerve. A complaint of fast flow was reported, the pump infused in one day. The doctor did not know what time the infusion stopped, when the doctor checked the pump after 24 hours the pump was completely empty. Patients condition: it was reported that the patient experienced confusion and was lightheaded. The patient is reported to be stable.

Manufacturer narrative:
Method - the device was returned to I-flow for evaluation and investigation. At this time the evaluation is anticipated, but not yet begun. Results - the device is pending evaluation and testing at this time. Conclusions - a follow-up report will be filed when the investigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.